Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. Customer did not provided a bg value; however reported a bg reading of "high" was received. The cause for elevated bg levels was unknown. Customer reverted to an alternate insulin pump to address elevated bg levels. Reportedly, the customer reached out to a clinical diabetes specialist to discuss the reported elevated bg levels.